Event description:
Friend who acts as a caregiver of type 2 diabetic on vgo for 1 day reported to customer care that the patient. Home assistant found the patient "confused and out of it." The assistant discovered the patient bg was 38. The patient was unable to self-treat the hypoglycemia. Home assistant assisted the patient with treating the hypoglycemia with oral carbohydrates and called the caregiver friend to come to the patient home. After multiple carbohydrates were ingested the patient bg eventually went to "around 250". The caregiver says the patient gives himself 3 clicks per meal. Patient applied the v-go around 7 am.